Manufacturer narrative:
A picture was received for evaluation following biosense webster's procedures. According to pictures provided by the customer, the pouch of the vizigo¿ sheath was observed open; however, there is no sufficient evidence to determine if the pouch arrived open to the hospital. Therefore, the customer complaint could not be confirmed. A device history record evaluation was performed for the finished device 60000011 number, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an open pouch seal issue occurred. It was reported that when opening the box of the vizigo¿ guiding sheath, the nurse realized that the sterile package was open. All of this occurred before handing the device to the physician. Therefore, the device was not used, nor taken out of the sterile package. There was no patient consequence. The open pouch seal is MDR reportable.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on (B)(6) 2023. The device evaluation was completed on (B)(6) 2023. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an open pouch seal issue occurred. It was reported that when opening the box of the vizigo¿ guiding sheath, the nurse realized that the sterile package was open. All of this occurred before handing the device to the physician. Therefore, the device was not used, nor taken out of the sterile package. There was no patient consequence. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection of the returned device was performed following bwi procedures. According to the pictures provided by the customer, the pouch of the vizigo¿ sheath was observed opened; however, during a visual analysis in the lab, it was identified that the pouch was not returned for the physical analysis. Since the pouch was not returned, no product investigation can be performed. A device history review was performed for the finished device 60000011 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer could not be replicated during the product investigation. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation conclusions code of appropriate term/code not available (d17) was used to represent the device or packaging cannot be analyzed due to the returned condition or packaging was not returned. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref# (B)(4).